Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to present remotely. The device was unable to connect to either an rf or inductive transmitter. An rf chip issue was discovered, which was resolved with a cybersecurity upgrade. There were no patient consequences.